Manufacturer narrative:
(B)(4). S/w version 2.9d. Retainer ring = clear. Customer returned pump for alleged cosmetic damage located an unspecified location found on (B)(6) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: missing overlay, end cap address label missing, missing display cover, cracked retainer, cracked battery tube threads, cracked battery tube and cracked corner of belt clip rails. Customer has returned pump due to a crack in the pump. Cracked retainer, cracked battery tube threads, cracked battery tube and cracked corner of belt clip rails confirmed during visual inspection. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.